Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion with mild tortuosity, no calcification and 90% stenosis and thrombus in the proximal left anterior descending (lad) coronary artery. The patient presented with st elevated myocardial infarction (stemi). A guide wire was advanced to the proximal lad and a thrombectomy device was used. The lesion was pre-dilated and a 2.75x28 mm xience prime was implanted to 10 atm at the target lesion. A 3.0x15mm nc trek balloon was advanced without resistance for post-dilatation; however, the nc trek balloon did not inflate. Outside the patient anatomy, a new indeflator was used to inflate the balloon but was unsuccessful. Reportedly, the ratio contrast was 1:1. Another device was used to complete post-dilatation successfully. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.